Event description:
Company representative reported on or about (B)(6) 2014 patient presented with "draining from umbilical incision" post implantation of seri placed during an abdominoplasty on or about (B)(6) 2014. The patient was treated with antibiotics. On (B)(6) 2015, the physician operated and found that the seri had been walled off by scar tissue and had formed a fistula. Surgery was performed to remove the device, but it is unknown whether any portion of the device remains implanted. The device is unavailable for return.

Manufacturer narrative:
Further information regarding event, product, and patient details has been requested. No additional information is available at this time. The events of drainage and fistula formation are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has not received the product at this time as we cannot confirm that the device is not contaminated with an infectious agent, and sterilization would necessarily degrade the integrity of the product to the point that any testing would net inconclusive results. Therefore no analysis or testing has been done.